Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began yesterday. Patient stated they got a message that said software problem 1-intellis, 2-3.6, 3-243, 4-ofnew. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 68-68-68. Agent asked and patient mentioned they had the hold of the recharger over their implant. Patient moved the recharger around and mentioned the middle number still showed 69. The middle number did not change at all. Patient placed the recharger over the relay box and got 69/70 for the middle number. Patient mentioned they had trouble in the very beginning when they used to use the equipment and had trouble finding the device. Agent asked and patient mentioned they were using the belt during the call. Agent asked and patient mentioned they did not have anyone to assist them with the recharging process. Agent asked and patient confirmed they were using their new recharger. Patient kept repositioning the recharger but the middle number kept showing 69 on the passive recharge mode screen. Agent reviewed with patient best charging practices. Patient continued having trouble getting the middle number above 69. Patient mentioned they had the middle number above 72 yesterday, agent informed patient to keep trying, to see if they can get any assistance and call back if further assistance is needed. Additional information was received from patient (pt). Pt called back stating he is getting 84 now and it is cycling between checking recharge quality and find the highest number in the middle. Pt states he noticed today that the ins has moved about 8 inches down. Pt states he has had no falls/trauma. Agent reviewed and redirected to dr. Pt will call back if he needs further assistance. Agent closing case to facilitate shipping. Later, pt called back stating he has been on passive recharge all day. A replacement recharger telemetry module (rtm) was sent out. Agent reviewed with pt due to the time they may not be receiving it until thursday. Pt states he has not charged the ins in over a year because he has not needed it. Additional information was received from patient. Pt called back in because they still could not enter MRI mode. Agent walked pt through changing the language back to english and entering MRI mode. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.